Event description:
Boston scientific crm received information that the patient with this product was noted to have endocarditis due to a previously surgically capped competitive lead. There were no allegations against the device and no report of adverse patient effects due to the explant procedure.

Event description:
It was reported that revision surgery has been performed. The device has been returned, however, the reporter did not have any other information on this revision available.